Event description:
During the surgery smoke and sparks shot out form the total joint saw near the battery area resulting in a hole being burned in the sterile gown of a scrub nurse. No further incident, fire self-extinguished. No pt or employee injury. Reason for use: total knee surgery.